Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in the center part at 6atm within 3 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.